Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm or low battery alarm noted. The insulin pump was received with stripped battery cap coin slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer reported that they had to restart the insulin pump. The customer reported that the battery run out fast. The customer's blood glucose was 375 mg/dl at the time of incident. The customer stated that they had high blood glucose was 439 mg/dl at the time of call. The customer also reported that they were unable to remove the battery cap. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.